Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent an open colectomy on (B)(6) 2018 and suture was used. The needle was detached from the suture during interrupted seromuscular suturing for anastomosing the gastrointestinal tract. It was a control release needle. Another device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). An opened foil with a winding former with parked needle/suture combinations, used needles, a dispensed needle/suture and unopened samples of product were returned for analysis. This product code requires 8 strands per packet. During the visual inspection of the opened sample, the swage and attachment area were as expected; but in a few needles excessive pressure was observed. Needle/suture combinations were examined along of strands and no defects or damage were observed. Functional test was performed on the samples and one needle/suture and the pull force was higher than the requirement for this product. The unopened samples were examined and no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected; but in some needles excessive pressure at swage area could be observed. The sutures were dispensed without problems and examined along of strands and no defects or damaged were observed. Functional test was performed on the samples and needle/suture pull force were higher than the requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of needle/suture combinations, no performance - pull off suture needle was found.